Event description:
It was reported that the customer had delivered 40 units of insulin to himself when he only needed four units. The customer stated that he had been laying down on the floor and that he experienced low blood glucose followed by a black out seizure, shaking and foaming at the mouth. The customer's blood glucose was unknown. The customer subsequently ate a bunch of sugar and sugared pickles to raise his blood glucose. The customer could not afford to call paramedics or be hospitalized. The customer declined a call to the paramedics multiple times. The customer stated that the cause of delivering 40 units was past sensor issues. Troubleshooting was done. Advised customer to monitor the insulin pump and call back if the issues persisted. The customer later stated that he took a glucagon shot to raise his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.